Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
I was reported that the pacemaker battery impedance increased significantly from (B)(6) 2020, to (B)(6) 2020, per the physician. Upon review, it was noted that the drop in the longevity estimate from 2-2.75 years to 0.75 years is more than anticipated, and the battery impedance does increase exponentially as the battery gets older. The physician did not allege premature discharge since the predicted longevity for the parameters is 7.4 years and the device was implanted in 2013. No intervention was planned, and the patient would continue to be monitored. The patient was stable.